Event description:
International affiliate reports that the surgeon inserted the screwdriver into the head of a screw and the screw driver tip broke off from the instrument as he tried to loosen the screw. Screw removal devices and a set of pliers were used to remove the screw from the patient. All broken pieces were retrieved with no adverse consequences to the patient and a resulting delay of about five minutes. No product information is available at this time. Concomitant device: unidentified spinal screw.

Manufacturer narrative:
Visual inspection of the returned monarch modular x15 hexlobe drivers [product code: 2770-20-030, lot no: gm3454202] noted that the fracture was located at each driver¿s distal tip, the second half of the tip was not provided as it was discarded. Hardness verification for the monarch modular x15 hexlobe driver was conducted with the device meeting its specifications. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the x15 hexlobe driver (lot no: gm3454202) was conducted. The lot was released to stock on 9/1/11 with no discrepancies. A 12-month review of the complaint trend analysis for the x15 hexlobe driver was conducted. No systemic trend was identified for failures of this nature. The root cause cannot positively be determined. However, the fracture analysis results indicated a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. As there has been no issue identified in the manufacturing or release of these devices, and there have been no systematic trends this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the screwdriver and completion of the investigation.